Manufacturer narrative:
(B)(4). A review of the service history revealed no previous service events that would cause or contribute to the reported problem. As the device was not returned a device analysis could not be performed; therefore, the direct cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experience a heart attack coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Dianeal therapy was ongoing at the time of the heart attack, but it was unknown if the patient was connected to the device at the time of the event. The patient was reported to have recovered from the heart attack. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.